Event description:
The device was received. As previously reported it was explanted for having reached the elective replacement indicator (eri).

Manufacturer narrative:
Analysis was normal no anomalies were noted. The device was received at the (elective replacement indicator) eri range of operation. Device image indicated that autocapture feature was enabled and device was operated in high output mode at times. When automatic settings are programmed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Analysis performed, including functional testing, did not find any anomalies other than voltage being at eri due to normal usage. The device was implanted for 11.78 years which exceeded the device¿s 9.70 year projected longevity based on field settings and is considered normal battery depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a longevity diagnostic anomaly was observed on the pacemaker. The device was implanted (B)(6) 2008. On (B)(6) 2020 the report showed a longevity of 6.75-7.75 years but during a follow up (B)(6) 2020 the data report showed the device had reached the elective replacement indicator (eri). The physician suspected a longevity overestimation anomaly. The device was explanted and replaced due to eri.